Event description:
The patient was having all four wisdom teeth removed. The surgical handpiece heated up immediately upon use, and burned the patient's lower lip.

Manufacturer narrative:
The patient was given pain medication for treatment of burn.during evaluation of the handpiece, it was found that the bearings were grinding and binding, and the nose bearings were coming apart, causing the tip to become hot.